Manufacturer narrative:
Medwatch submitted to the FDA on: 08/14/2015. Device labeling: in addition, concerns have been raised regarding potential damaging effects on children born to mothers with implants. Two studies in humans have found that the risk of birth defects overall is not increased in children born after breast implant surgery. Although low birth weight was reported in a third study, other factors (for example, lower pre-pregnancy weight) may explain this finding. This author recommended further research on infant health. A review of the evidence did not find that offspring of women with implants were at an increased risk for esophageal disorders, rheumatic diseases, or congenital malformations.

Event description:
Pt reported child having a "birth defect (congenital anomaly or malformation)," specified as "onh" which stands for optical nerve hypoplasia. Follow-up found that the pt refused to provide child's info and child's physician info. No indication of treatment. Device remains implanted. This medwatch is for the left side. See MFR report #9617229-2015-00265 for the right side.